Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 400 mg/dl, which was treated with a bolus delivery. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting it was found that there were very small air bubbles in reservoir and time and date were incorrect. After troubleshooting, customer was advised to change entire set, reservoir and insulin and to call back when in receipt of tubing clamp.